Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the anvil did not mate properly / didn't stay engaged. A new stapler was used to complete the case. There was no patient injury.